Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed that a vector was found where no further stimulation was observed. The lead was programmed to said vector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead at their one week po st-implant check which felt like hiccups. Testing was performed to find a pacing vector that would ensure capture while avoiding the extracardiac stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.